Manufacturer narrative:
Per gfe response it was confirmed that the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the customer on the v60 indicating that during the use of the equipment, the tidal volume value alarmed, and the equipment was replaced in a timely manner without causing any impact on the patient there was no harm to the patient or user. The device was swapped out with a different device. No further medical intervention was provided to the patient. There was no delay to therapy noted.

Manufacturer narrative:
E1: reporting institution name:(B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).